Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly due to not being able to charge the pump. Customer's blood glucose level was 250 mg/dl. Reportedly, a replacement usb cable and wall adapter was sent to the customer and the customer continued to use the pump for insulin therapy.